Event description:
Enduser description: "please note that two fibers were used on this case. The first fiber disintegrated at 90 to 100 kj, and on the second one, they lowered the energy, and it disintegrated at 25-30 kj. The ends just burned off completely, and at the end of the procedure after he has stopped blazing. The doctor went around looking for bleeding and noticed a foreign body left in the tissue. It turned out to be the glass cap over the end of the fiber, which we thought was probably from the first fiber, which was already cleaned up and ready to be sent back. Enduser went back to couble check with the naked eye and was able to detect that the cap was from the first fiber. The inert material was not retrieved from the body. It will be fine it may fall off itself or calcify. Later on, if the doctor does a follow up he may be able to get it, but in it's position it is an inert material and it should not cause any problem."

Manufacturer narrative:
A portion of the first of two duotome fibers detached inside patient, and the fragment was not retrieved by the physician. No harm reported to patient. Fiber lot number was not reported. The life expectancy of the duotome 550 fiber is 85 joules. The enduser reported this fiber was used until 90-100 kj which exceeds the life expectancy. The duotome 550 does not have a glass cap over the end of the fiber. This fiber is being investigated as a safety complaint because a portion of the fiber was left inside the patient at the end of the procedure. This does not appear to be a product problems as of 6/17/2006. The fiber was replaced under RMA. The second fiber used in the procedure (lot number also not reported) failed at 25-30 kj. This second fiber is being investigated as a product rather than as safety complaint, and was replaced under RMA. Root cause: at the time of this report, the fiber was not available for analysis, and no further conclusions can be drawn. Fiber was replaced under RMA. Possible device problem pending further investigation. There is inadequate information at this time to determine the root cause of the incident. The fiber is expected for analysis. If additional findings result from future analysis of the fiber, the complaint will be reopened and applicable reports will be filed.